Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after a diagnostic cardiac catheterization procedure with a small-bore sheath. Reportedly, femoral imaging was not performed. The sheath separated from the proximal guide. The physician stated that a pop was felt when the separation occurred. The foot was unable to retract when attempting to remove the device. A surgical cut-down was performed to remove the device and achieve hemostasis. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a guide detachment include, but are not limited to; challenging anatomy, high angle of insertion, excessive downward force, or aggressive downward or torsional pressure by user. The guide separation likely compromised the functionality of the foot resulting in the inability to retract and the entrapment of the device. The treatment appears to be related to the circumstances of the procedure. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - failure to follow steps / instructions.